Manufacturer narrative:
Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that a broken catheter tip occurred during use with a 20g x 1.16in (1.1 x 30 mm) insyte. The following information was provided by the initial reporter, "at the time of insertion of an insyte catheter no. 20 in the patient, the device was not completely inserted into the patient's vein. When it is removed, its tip is observed with bad termination (broken), so they use another catheter of different caliber (no.22) which worked properly. Information received by email on 9/19/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention (only a need for a repuncture)."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken catheter tip occurred during use with a 20g x 1.16in (1.1 x 30 mm) insyte. The following information was provided by the initial reporter, "at the time of insertion of an insyte catheter no. 20 in the patient, the device was not completely inserted into the patient's vein. When it is removed, its tip is observed with bad termination (broken), so they use another catheter of different caliber (no.22) which worked properly. Information received by email on 9/19/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention (only a need for a repuncture)."